Manufacturer narrative:
Date of event and implant date are approximated.

Event description:
It was reported via social media that a patient underwent a watchman left atrial appendage (laa) closure procedure. At an unknown time, there were complications that required open heart surgery. The patient is recovering in a skilled nursing facility. Bsc made multiple attempts to obtain additional information; however, no further information is known at this time.

Event description:
It was reported via social media that a patient underwent a watchman left atrial appendage (laa) closure procedure. At an unknown time, there were complications that required open heart surgery. The patient is recovering in a skilled nursing facility. Bsc made multiple attempts to obtain additional information; however, no further information is known at this time. It was further reported that at an unknown time post procedure the patient died.

Manufacturer narrative:
Date of event and implant date are approximated.